Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain and cloudy bag. The cause of peritonitis was unknown. On the same day as the onset, the patient was hospitalized for the event. On an unknown date, during hospitalization, the patient started treatment with vancomycin (dose unknown and frequency not reported) intravenously (IV) for peritonitis. On an unknown date, treatment with vancomycin was stopped. Nine days after the hospitalization, the patient was discharged. The patient recovered from the peritonitis. On the same day as the recovery, dianeal and extraneal therapies were discontinued. The next day, the patient switched to hemodialysis. No additional information is available. This is report 3 of 4.

Manufacturer narrative:
(B)(4). This report involves the same patient as (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers h14d09098 and h14a30017 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was not returned for evaluation; therefore a device analysis could not be performed. If additional relevant information becomes available, a supplemental report will be submitted.